Manufacturer narrative:
Reported event was confirmed by review of medical records. The operative notes were received and reviewed. During the surgery it was notified that patient had obvious infection of femoral and patellar components and components found to be well aligned. Furthermore, it was found that femoral and patellar components were loosed during the component removing process. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was also reported in the medical records that the patient showed signs of osteolysis under the femoral and patellar components.

Manufacturer narrative:
Concomitant medical products: nexgen lps-flex femoral component precoat (00-5960-018-52, 62217448); nexgen fluted stem tibial component (00-5996-058-01, lot 62390852); nexgen lps-flex articular surface (00-5962-050-12, lot 62491561); palacos r radiopaque bone cement (00-1112-140-01, 76584339 x 2). This report is number 3 of 3 MDR's filed for the same patient (reference 0001822565-2017-01223 and 0001822565-2017-01209).

Event description:
It was reported that during a tka revision due to infection, it was discovered that the patellar component had beginning signs of loosening. The infection occured greater than 1 year post op.